Manufacturer narrative:
The customer changed the electrodes, a probe, and tubing. All ise system reagents were replaced. Some ise calibration errors occurred. The field service engineer checked the gear pump pressure and it was alright. The wash station was checked and no contamination or function failure was observed. The investigation determined the actions performed by the customer and engineer resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they have sporadically measured implausibly high ise indirect na for gen.2 values for patient samples and controls on the cobas 6000 c (501) module. The customer provided data for one patient sample that had discrepant na values. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 190 mmol/l. The sample was repeated, resulting with an na value of 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.